Event description:
It was reported that bd syringe plastipak 3ml s/su had leakage. Liquid leakage through the syringe plunger, resulting in a small loss of vaccine liquid that may compromise the patient¿s immunization; I request collection for analysis. Is the damaged product/item available for pickup by the warehouse? Yes. Quantity damaged, as per the technical complaint: 15. Date of occurrence:(B)(6) 2026. Anvisa / ms registration: 10033430030 lot: 6009012. Additional information received on 5jun2026. Was the patient¿s health harmed in any way? If so, please explain in detail. No. Could you share the photo(s)/video(s) of the sample? Was the incident reported to anvisa? If so, what is the notification number? For sample collection and replacement, please provide: 15 units (we have a total of (B)(4) syringes from batch 6009012).

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.